Event description:
It was reported to boston scientific corporation that the patient returned for a follow-up in (B)(6) 2008 (exact date unknown), during which the physician noted that the sling had eroded through the vaginal wall. The physician explanted the device that day. Reportedly, the patient, who is over 18 years of age, has not returned since. All other information is reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.